Manufacturer narrative:
After battery installation unit gave an unexpected partial display with horizontal lines on display due to cracked or broken traces on lcd glass between the lcd controller and the lcd image area. Insulin pump passed displacement test. Insulin pump received with corroded battery tube, cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had crack on the backside of the reservoir. Customer's blood glucose level was unknown at the time of incident. Customer stated that the insulin pump was not dropped or bumped. The insulin pump will be returned for analysis.